Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Drive support disk was inspected and no anomaly was noted. The insulin pump passed error test. The insulin pump had cracked case window display corners.

Event description:
The customer reported that the insulin pump alarmed motor error during the bolus delivery. The blood glucose reading was 155mg/dl. The caller stated that the drive support cap was flush. The device was not exposed to a high magnetic field. Reviewed the alarm history and found several different alarms. Assisted the customer to run the displacement and self test and they passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.